Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 1.8 mmol/l with difficulty speaking, blurred vision, confusion, and cognitive impairment. It was reported the patient required assistance from a third party and treatment from a non-healthcare professional of food and drink and unspecified treatment; they discontinued pump therapy, and the pump's settings had not been changed recently. During troubleshooting it was determined the pump had experienced an intermittent power issue and the battery cap could not be secured properly. It was reported the battery cap threads were damaged and the battery cap had never been changed. The reported health event occurred when the patient was off pump therapy and treating with insulin injections. This complaint is being reported because the reported injury was attributed to a use error due to an alleged device malfunction.